Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent delivery system (sds). The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. The handle was dismantled when the device arrived. Visual examination showed that the outer sheath showed a kink at the nosecone. There were also multiple kinks on the outer sheath. The outer sheath was also separated when received. The mid-shaft also showed damaged areas in the form of kinks at 46.5cm and 50.5cm from the nosecone. The mid-shaft was also separated at 55cm from the nosecone and part of the shaft was not returned. The retainer clip was detached from the pull handle. The mid-shaft was also pulled from the retainer clip and the retainer clip was not returned. The proximal inner and the inner liner were both detached and not returned. The clip was not returned. The tip which is part of the inner liner was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The target lesion was 100% stenosed in one place and subtotal stenosed in a few places. The lesion was located in the non-tortuous and highly calcified superficial femoral artery (sfa). Following pre-dilation with a 6mm balloon, a 6 x 150 x 130 eluvia¿ drug-eluting vascular stent system was advanced contralateral over a .018 non-bsc wire and stent deployment was initiated. The stent was deployed using the thumbwheel, the force elevated, and then the physician switched to the pull-grip method. The physician ran into problems deploying the stent, possibly due to tearing of the deployment mechanism. The physician disassembled the handle and the catheter itself to successfully deploy the stent using the push and pull maneuver. The procedure was successfully finished by proximal stent extension with a 6x40mm eluvia stent and post-dilatation. There were no patient complications reported and the patient¿s condition was good post procedure. The patient left the clinic the same day.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent partial deployment occurred. The target lesion was 100% stenosed in one place and subtotal stenosed in a few places. The lesion was located in the non-tortuous and highly calcified superficial femoral artery (sfa). Following pre-dilation with a 6mm balloon, a 6 x 150 x 130 eluvia¿ drug-eluting vascular stent system was advanced contralateral over a .018 non-bsc wire and stent deployment was initiated. The stent was deployed using the thumbwheel, the force elevated, and then the physician switched to the pull-grip method. The physician ran into problems deploying the stent, possibly due to tearing of the deployment mechanism. The physician disassembled the handle and the catheter itself to successfully deploy the stent using the push and pull maneuver. The procedure was successfully finished by proximal stent extension with a 6x40mm eluvia stent and post-dilatation. There were no patient complications reported and the patient¿s condition was good post procedure. The patient left the clinic the same day.